Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly when displaying the remaining longevity. The patient would be monitored monthly via merlin.net.